Manufacturer narrative:
Patient information is unknown. It is unknown when the screw became cold-welded to the plate. This report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter facility, address, and phone number are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during removal of tomofix lateral distal femur plate on an unknown date, the surgeon described the screw and plate junction status as ¿cold welding¿. The surgeon had trouble removing the titanium tomofix plate because the unknown screws strongly adhered to the plate. The surgeon always finished the last screw insertion threads using a torque limiting screwdriver as describe and proposed in the technique guide. During the removal, the surgeon had to use a broken screw removal set and diamond burr to shear off the screw head at the plate junction to enable removal of the plate and screw construct. The surgeon added that the plate always achieved clinical result goal but the construct is a nightmare to remove after bone healing. It was unknown if there was a surgical delay related to the event. There was no patient consequence reported. This report is for an unknown trauma screw. This is report 1 of 2 for (B)(4).